Manufacturer narrative:
Malfunction has been deemed non reportable after further review of complaint details on 2oct2017 with complaint investigator. Malfunction occurred outside of procedure with no patient involvement. Malfunction is highly detectable and would easily be discovered as part of pre-op device inspection if the issue were to recur. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Tip found to be broken off the end. Handle found to be broken.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.